Event description:
It was reported that during a thyroidectomy procedure, the electromyographic (emg) endotracheal tube had to be repositioned several times as it did not appear to be properly monitoring [signaling] when a nerve was touched with the stimulator. Reportedly, the emg tube was repositioned and would have good contact and good signal but it was only temporary and was then repositioned again. The procedure lasted about 150 minutes in total. The procedure was completed utilizing the same emg tube without nerve damage or injury to the patient.

Manufacturer narrative:
This product was used for treatment purposes. Attempts were made to obtain additional information; any missing required information in this report is a result of the information not provided by the customer. (B)(4). The product was returned to the manufacturer for evaluation. The product was received and visual examination confirmed the product item number but could not confirm the lot number as the label was not returned with the sample. The lot number remains unknown. Visual examination revealed indentations on the tube at the 21cm mark which is indicative of bite marks. Patency was retained, although the indention is clearly visible. The cuff was inflated with 30 ml of air and submerged in water. No bubbles were witnessed and the cuff maintained its shape. Aside from the indentations the tube appeared in very good condition. Each lead was measured for resistance from the connector to the exposed electrode and across every other electrode to check for shorts. Resistance across all four electrodes measured 3.0 ohms and no shorts were detected. Measurements were taken with a fluke 21 multi-meter, asset # 1153-j, calibration due date (B)(4) 2012. These measurements were compared with drawing 66f1325 rev c, and met the drawing specification of 1.7 to 3.7 ohms across each lead. The complaint could not be confirmed. Based on the results of the product analysis, the investigation is inconclusive. Device description: the medtronic nim standard reinforced emg endotracheal tube and the nim contact reinforced emg endotracheal tube are flexible silicone elastomer endotracheal tubes with inflatable cuffs. Each tube is fitted with four (two pairs) stainless steel wire electrodes. (B)(4). The medtronic nim family of nerve monitors is the recommended emg monitor for use with the emg endotracheal tube. All references to connections and technical specifications for emg monitors contained in these instructions are made with references to the nim family. Medtronic recommends that the user consult the nim user's guide for determining proper settings of the nim and instructions for intraoperative emg monitoring and motor nerve location and stimulation. Intended use / indications for use: the emg endotracheal tube is intended for use as a means of providing both an open airway for patient ventilation and for intraoperative monitoring of emg activity of the intrinsic laryngeal musculature when connected to an appropriate emg monitor. The emg tube is indicated for use where continuous monitoring of the nerves supplying the laryngeal musculature is required during surgical procedures. The emg tube is not intended for postoperative use. Warnings: avoid false negative responses (failure to locate nerve), which may be caused by: neuromuscular fatigue from prolonged or repeated exposure to electrical stimuli. Deep anesthesia, which may suppress neuroelectrical activity of the recurrent laryngeal nerve. Insufficient contact between the electrodes and vocal cords due to misplacement or using a tube size that is too small. Displacement during the procedure when rotating the patient's head and neck. Do not rotate patient's head and neck during monitoring as misplacement of the emg tube may occur resulting in false negative responses. Do not attempt to manipulate an emg tube with an inflated cuff after insertion. Manipulating a tube with an inflated cuff may cause partial airway blockage at the tip and/or murphy eye, cuff herniation or tip deflection. Ensure that the cuff is fully deflated before any manipulation and confirm that the airway is free of any potential occlusion after repositioning.